Event description:
A coronary stent with delivery system was successfully placed in the pt's left anterior descending artery in april 1997. Approximately eight months post stent placement, a second stent was placed inside the previously deployed stent. There were no add'l details reported to this event.